Event description:
Caller reported a malfunction on the pump, which was identified by a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use a backup insulin pump to ensure continued insulin delivery while tandem technical support arranged for a replacement pump.